Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, only the main coil was returned in the tip of the microcatheter. The main coil was seen to be kinked/ bent. The main coil was seen to be stretched. The main coil was seen to be jammed in the microcatheter. The main coil was seen to be detached/separated. During functional inspection, the returned device was flushed, and the coil was removed from the tip of the microcatheter with difficulty. Coil in catheter friction test was unable to perform as only partial device was received. Main coil migration and coil in catheter friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The information received reports that the main coil did detach successfully but during microcatheter re-positioning the main coil got stuck in the microcatheter and could not be pushed back out. The coil was then removed from the patient with the microcatheter. An assignable cause of 'procedural factors' will be assigned to the as reported "main coil migration" and "coil in catheter friction" and as analyzed "main coil kinked/bent", "main coil stretched" and "coil jammed" as this complaint is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil was detached at the target lesion and the physician repositioned the microcatheter. While repositioning the microcatheter, the subject coil migrated from the aneurysm and went into the microcatheter. Physician could not push the subject coil out of microcatheter. The physician removed the entire microcatheter out of patient anatomy and the detached coil was removed out of microcatheter. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject coil was detached at the target lesion and the physician repositioned the microcatheter. While repositioning the microcatheter, the subject coil migrated from the aneurysm and went into the microcatheter. Physician could not push the subject coil out of microcatheter. The physician removed the entire microcatheter out of patient anatomy and the detached coil was removed out of microcatheter. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.